Manufacturer narrative:
Concomitant medical devices: non-cfn microclave. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at the connection site. Although several requested no other event details provided by the customer.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Initial visual inspection was performed on the extension sets to look for defects such as cracks, kinks, tears and separations. Visual inspection found that the female luer of one 30910 set was joined with the male luer of the other 30910 set. No defects were found anywhere on the syringe, microclave or the extension set. Functional testing was performed; no leaking was observed. During pressure testing an air leak was found at the connection of the two model 30910 sets where the female luer was joined with the male luer when the pressure reached near 24 psi, however tightening the connection eliminated the leak. Dimensional testing confirmed that the male luer tips were within the required specifications. The root cause of the customer¿s report of a leak was not able to be identified but it was possible that the connection between the male luer and the female luer of both extension sets were not completely fastened.